Manufacturer narrative:
July 27, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device could not be interrogated with two different programmers. Pacing pulses were correctly delivered in ddd mode at 75 min-1, but no magnet response was observed. Therefore, the device was explanted.